Event description:
It was reported that there were issues with the touchscreen responsiveness. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. The customer declined troubleshooting further with tandem technical support. No additional information was provided.